Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged low nh3l2 (ammonia) assay results for one patient sample tested on a cobas 6000 c501 module. The customer stated they loaded a new reagent cassette before the holidays but did not perform an initial calibration. The customer performed a calibration on (B)(6) 2026, and the calibration passed. No units of measure were provided for the ammonia assay. The patient sample initially recovered an ammonia value of -76 with a data flag. The test was re-calibrated and the sample was repeated, resulting in values of 26.3 and 26.8. The low values did not agree with the patient's clinical history and status. The patient was typically pathological, with values that were 120 to 130. Upon further calibration and repetition, the sample result was negative again, accompanied by a data flag. No specific data was provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer initially did not perform the mandatory calibration when the new reagent was loaded. The customer performed a successful recalibration. The customer did not run qc at the time of the event. Qc was only performed later with a new reagent cassette and was reported as successful. It was confirmed that the customer resolved the issue by replacing the reagent cassette. The investigation was unable to determine a direct root cause based on the provided information. The investigation did not identify a product problem.